Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty integrated circuit on the main board. The main board was replaced and scrapped to resolve the report. The device was scrapped at zoll medical corporation per customer's request. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.